Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect was found. The black box shows alarm for high force due to occlusion during prime operation. A rewind, load and prime steps performed successfully. Pump exercised for 24hrs with no cs alarms occurring.. The pump¿s cover was removed, no moisture or intermittent conditions was observed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.